Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product was returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during routine patient follow-up, this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out-of-range pacing lead impedance measurement of greater than 2,000 ohms along with low sensing values and high pacing threshold measurement of 4.5 v at 1.5 ms. Additional information indicated that the cause of high pacing impedance was not conclusively identified; however, the health care professional (hcp) postulated of possible scale deposits around the lead body. The system was explanted. No additional adverse patient effects were reported.